Event description:
I had the essure placed in 2010 and was never checked for a nickel allergy. I was not fully informed that my body may have add'l reactions years later. I was provided a pamphlet and the device was inserted in (B)(6) 2010. I was checked three months later to ensure the tubes were blocked, which they were. Since then, I have had severe weight gain, migraines, swelling of the hands and feet, dizzy and fainting spells, bleeding during and after intercourse along with painful intercourse, not to mention irregular pap smears with cervical dysplasia showing signs of hpv; however I had the same sexual partner. I now have been diagnosed with hypothyroidism, pots, anxiety and obesity. I have multiple vitamin deficiencies that cannot be cured with any medications provided or diet/exercise. I believe this device should be taken off the market asap and all of the pts who desire to have the device removed should be allowed to do that at bayer's expense. It was not until this last week that I was able to find add'l research and link to two items together. In addition, my husband has mentioned in the last week that he felt something "poking him during intercourse. That is extremely scary. I am going to get tested for a nickel allergy as my ring fingers have swollen and cannot wear my wedding rings.